Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the doctor is not willing to share any details the patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Onset date/time of vaginal pain and stress urinary incontinence from initial surgery? What medical intervention was given for the pain management? Results? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? How was incontinence treated? Results? What was a reason for complete mesh excision? Surgical findings? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to these events (vaginal pain and stress urinary incontinence)? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced vaginal pain, dyspareunia and stress urinary incontinence returned. The patient underwent a complete excision of mesh on (B)(6) 2019. No further information is available.